Manufacturer narrative:
Product event summary: the device was returned and analysis found no anomalies.

Event description:
It was reported that the patient had recurrent (B)(6) consistent with pacemaker endocarditis. The device and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5076-58, implantable pacing lead, (B)(6) 2012. Product ID: 5076-52, implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.